Manufacturer narrative:
Updated b5. Desc evt problem. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that there was no pericardial effusion on the vscan (portable ultrasound scanner).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the ablation procedure, a patient experienced an inflammatory syndrome characterized by a pericarditic reaction,  fever lasting 48 hours, and elevated c-reactive protein (crp) levels peaking at 158.7 mg/l. Blood tests were conducted on multiple days, confirming elevated crp levels, and pcr testing for viral infections was performed with no virus detected. The event resulted in a prolongation of the existing hospitalization. A pain reliever was initiated orally in response to the event. The patient was reported to be recovering or resolving. No further patient complications have been reported as a result of this event.